Manufacturer narrative:
The patient sample was sent to a reference laboratory where it was tested using an unknown method, resulting in a prolactin value of 6.20 ng/ml. This value was deemed correct by the customer. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6) the investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys prolactin assay on a cobas e411 rack. The sample initially resulted in a prolactin value of 0.866 ng/ml. The sample was repeated three times, resulting in values of 6.05 ng/ml, 3.50 ng/ml, and 2.18 ng/ml.